Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported there was there were extra hydrofiber in two primary packages. Photos depicting the reported complaint issue were provided by the complainant. The product was not used on a patient.

Manufacturer narrative:
A review of the last three product monitoring review's for trends indicated a trend was identified and there are ongoing activities for this issue on this product. The historical complaint data from september 01, 2016 to september 30, 2018 was reviewed as it relates to reports for product number 187955. A total of nineteen (19) complaints, including this one, were reported. A photo of the used product was received and reviewed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 1049092.

Event description:
To date no additional patient or event details has been received.